Manufacturer narrative:
The inadequate oxygenation to the patient during the procedure delayed therapy. Complaint is confirmed with photo from the customer showing the cracked mask. The DHR was reviewed. No quality issues were discovered. The most likely root cause is an issue with the cooling of the mask after it was molded. Inventory evaluation was performed the part 712 in tucson inventory. There were no cracks found, however, there were masks with dimpling. Ncmr-03506 was opened for those masks. Sent a resolution to the customer.

Event description:
Poor oxygenation to patients and a crack in two units.

Manufacturer narrative:
The inadequate oxygenation to the patient during the procedure delayed therapy.

Event description:
Poor oxygenation to patients and a crack in two units.